Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 11 months, 11 days due to thrombus, aortic insufficiency, and type a aortic aneurysm dissection. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. Per the medical records, the patient presented with weakness, hypotension, blood glucose 682, increased troponin, lateral ischemia, prolonged qt and vague stroke like symptoms involving spastic movement of the right hand. Cta of chest performed to show interval aortic valve replacement with complex type a dissection of the ascending aorta with 1. 7 cm entry point along the right lateral border with thrombosed false lumen to the level of the right brachiocephalic artery. 2.5 cm pseudoaneurysm just above the left coronary cusp in close proximity to the left main coronary artery. 2.8 cm pseudoaneurysm anterior wall of the ascending aorta just above the origin of right coronary artery. The patient underwent surgery with a pre-operative diagnosis of sub-acute stanford type a aortic dissection and recent cva. This was performed using a 23mm 11060a aortic valved conduit, ascending and hemiarch replacement with a 30 mm hemashield graft, repair of the main pulmonary artery with bovine pericardia patch, and a CABG x1 in the same procedure. The aortic root portion of the procedure was then begun. At this time, the remaining aorta was then resected down to the level of the sinotubular junction. It is noted initially that the surgeon hoped to place a graft from the sinotubular junction to the open distal hemiarch. However, there was a significant amount of dissection within the arch and its diameter was large, measuring 46 to 48 mm by transesophageal echo. There was some aortic insufficiency with a heavy burden of thrombus on the aortic side of all three leaflets. There was a mean gradient of about 20 with a peak gradient of 50 on transesophageal echo after induction of anesthesia. This did correspond to a thick rind of thrombus visualized on the aortic side of the leaflets intraoperatively. It is also noted the aortic tissue around the left main coronary button was very friable on the initial exam, prior to the coronary buttons being completed. After cpb was weaned there appeared to be bleeding at the posterior root, cpb was resumed and a coronary probe was passed within the aortic root through the coronary ostium, a large rent was observed along the anterior surface of the left main coronary artery. The surgeon felt this was not easily repairable and the patient underwent CABG x1. Cpb was weaned. The patient was transported to the cvicu in critical but stable condition. Surgical pathology report of the 23mm 11500a aortic valve showed vegetations present on the leaflets. This 69-year-old female patient has a history of severe aortic insufficiency, aortic stenosis and dilated cardiomyopathy, s/p mini avr ((B)(6) 2022), discharged post avr and readmitted one day later with weakness, dyspnea and hypotension and diagnosed with uti, chronic hfref, htn, hld, diabetes, copd, breast cancer (2022), former smoker.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11 corrected data - based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 11 months, 11 days due to type a aortic aneurysm dissection causing thrombus and aortic insufficiency, and. It was confirmed that the false lumen and tear extended all the way down to the aortic root. This dissection caused the heavy burden of thrombus formation on the leaflets and aortic insufficiency. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. Per the medical records, the patient presented with vague stroke like symptoms involving spastic movement of the right hand, blood glucose 682, lateral ischemia, and prolonged qt. Cta of chest shows complex type a dissection of the ascending aorta with 1. 7 cm entry point along the right lateral border with thrombosed false lumen to the level of the right brachiocephalic artery. Pseudoaneurysm were noted above the left coronary cusp and on the anterior wall of the ascending aorta. The patient underwent surgery with a pre-operative diagnosis of sub-acute stanford type a aortic dissection and recent cva. This was performed using a 23mm 11060a aortic valved conduit, ascending and hemiarch replacement with a 30 mm hemashield graft, pulmonary artery repair with a patch, and a CABG x1. The aortic root portion of the procedure was then begun. At this time, the remaining aorta was then resected down to the level of the sinotubular junction. There was a significant amount of dissection within the arch and its diameter was large, measuring 46 to 48 mm by transesophageal echo. There was some aortic insufficiency with a heavy burden of thrombus on the aortic side of all three leaflets. There was a mean gradient of about 20 with a peak gradient of 50 on transesophageal echo after induction of anesthesia. This did correspond to a thick rind of thrombus visualized on the aortic side of the leaflets intraoperatively. It is also noted the aortic tissue around the left main coronary button was very friable on the initial exam, prior to the coronary buttons being completed. After cpb was weaned there appeared to be bleeding at the posterior root, cpb was resumed and a coronary probe was passed within the aortic root through the coronary ostium, a large rent was observed along the anterior surface of the left main coronary artery. The surgeon felt this was not easily repairable and the patient underwent CABG x1. Cpb was weaned. The patient was transported to the cvicu in critical but stable condition. Per additional information, there were no sign of endocarditis on the valve, nothing grew over 28 days, and the patient was not treated for endocarditis. The false lumen extended all the way to the aortic root. The dissection caused the heavy burden of thrombus formation and ai. Surgical pathology report of the 23mm 11500a aortic valve showed vegetations present on the leaflets. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.